Manufacturer narrative:
The malfunction was duplicated and attributed to water ingress. The device has been deemed unrepairable due to water ingress. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal comm failure - 1175" error message. Complainant indicated that there was no patient involvement in the reported malfunction.